Manufacturer narrative:
The explanted valve underwent visual inspection and functional testing. No issues were found with the device during visual inspection. A steady state pressure test was also conducted on the unit to mimic the physiological flow conditions of the humaneye, where the resulting pressure in the system measured and yielded passing results. The returned valve met the acceptance criteria and performed as expected. The issue of high iop as reported by customer could not be replicated or confirmed.

Event description:
Ahmed shunt not draining.